Event description:
The head of the oracle instrument jammed making it impossible to insert the implant. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The item in question was disassembled and subjected to a detailed investigation based on manufacture and item documentation. It was ascertained that the parameters are met and that the instrument was produced in january 2009 according to the specifications. Visual inspection revealed significant signs of abrasion on the threaded rod in the transition area towards the pusher, because of which the performance of this device can no longer be guaranteed. A comparative examination of an instrument from the same lot showed that this was not a systematic error. Given these findings it can only be conjectured that extraneous material led to the abrasive deterioration, and in fact resulted in jamming. The item was produced according to specifications the investigation determined this complaint to be indeterminate.